Manufacturer narrative:
The system was evaluated by a siemens service engineer and found to be operating within specifications. The reported injury is attributed to patient positioning during table movements and not a device failure. (B)(6).

Event description:
It was reported to siemens that a patient suffered an injury while being examined on the magnetom avanto system. During the procedure, the patient jammed their finger on the edge of the table and front of the system resulting in minor damage to the skin of the finger. We are unaware of any further impact to the state of health of the patient involved.